Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to manufacturer that when vns patient was at a follow-up visit, high impedance was observed. X-rays were taken and sent to the manufacturer for review. No anomalies were identified in the x-rays sent of the patient's vns device which could have contributed to the reported high impedance event, although the presence of an unpronounced lead discontinuity can not be ruled out. Patient has been referred to a surgeon. No patient manipulation or trauma occurred to have contributed to the event. Good faith attempts to obtain additional information have been unsuccessful to date.